Manufacturer narrative:
Concomitant medical products: product ID 8784 lot# serial# (B)(4). Implanted: (B)(6) 2015. Explanted: product type catheter suspect medical device information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: (B)(4) 2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving dilaudid (hydromorphone) 50 mg at 4.36061 mg/day, bupivacaine 10 mg at 0.87212 mg/day, fentanyl 250 mcg at 21.80304 mcg/day, and sufentanil 5 mcg at 0.43606 mcg/day via an implantable pump. It was reported the patient expressed at the (B)(6) 2021 pump refill that they were not getting as much pain relief as previously/as usual. A pump check was ordered and completed on (B)(6) 2021 which proved catheter was slow per notes. On (B)(6) 2022 surgical observation revealed fibrous tissue encasing a portion of the catheter leading to a partial occlusion per notes. The catheter was revised on (B)(6) 2022. The outcome of the event resolved without sequelae on (B)(6) 2022 the device diagnosis was catheter occlusion and the clinical diagnosis was increased pain to back. The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was not related.

Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6), implanted: (B)(6) 2015, explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the event was related to the device or therapy.